Event description:
It was reported that during operational check, the imaging system was running and suddenly turned off. No display was seen in the monitor. A burn smell was experienced with the imaging system however no smoke was observed. There was no on-going procedure and no patient present at the time when the incident occurred.

Manufacturer narrative:
Internal reference: (B)(4). The device has not been returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.